Event description:
It was reported that a patient experiencing dizziness, presented remotely via remote merlin.net. Upon review of the transmission, it was noted that the pulse generator was in backup vvi mode. The patient was brought into the clinic for further evaluation. After a device download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.